Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the patient. The patient called back a week after the initial report and stated that he was still getting the call doctor symbol when he tried charging the ins. The patient tried during the call and saw the regular recharge screen, and then it went to por. The patient was going to purchase new batteries for the programmer and was planning on calling back. No further complications were reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer and healthcare provider (hcp) regarding a patient with an implantable neurostimulator (ins) for non-malignant pain. It was reported that the patient was attempting to charge the ins and they got the por (power on reset) error screen. The patient stated that their patient programmer will need new batteries because they never use it. The patient indicated that they would call back when their programmer was available and they had new batteries. The event occurred on (B)(6) 2019. The patient called back with new batteries in the programmer and they initially saw the ¿sync¿ screen and then the por message. The patient was able to clear the por screen and turn stimulation on. The patient was then able to charge with their recharger. Patient services attempted to walk the patient through MRI mode, but the patient stated it was ¿way too complicated for them today¿ and they ¿couldn¿t read that¿ (when asked if they could see MRI inside of a triangle). It was indicated that due to the patient¿s poor vision they did not want to go into MRI mode and they stated that they would make the MRI tech do it. No further complications were reported/anticipated.